Event description:
On 01/13/2025, it was reported by an arthrex subsidiary employee via email that the anchor from an ar-1360c-cp mpfl biocomposite implant system, broke. The surgeon did not have the appropriate instrumentation for the correct anchor placement. Half of the screw remained in the patient; the other half was removed. The case was completed by opening a new ar-1360c-cp mpfl biocomposite implant system. This was discovered during a procedure on (B)(6) 2025. Additional information received on 1/22/2025: this was discovered during a medial patellofemoral ligament reconstruction procedure. The 6 mm biocomposite interference screw was what broke in the patient. The ar-1360c-cp mpfl biocomposite implant system was not missing any instrumentation, however, the surgeon did not have the appropriate driver to implant the interference screw, which ended up breaking in the patient. The case was actually completed by opening an ar-2324bcc biocomposite swivelock c in place of the interference screw. The case was delayed between thirty to forty minutes; however, the patient was already had general anesthesia administered, a booster was not necessary.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due not having the appropriate driver.